Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's maude report from FDA, which states "female born prematurely with patient ductus arteriosus and feeding intolerance required total parenteral nutrition (tpn) and intralipids for nutritional support. While the tpn was infusing via the smartsite infusion set, an ivpb (IV piggy back) was infusing via the port closest to the patient. Once the ivpb was completed, it was removed from the tubing, and the port was subsequently found to be leaking. Fluids were then aspirated through the same port and a few hours later the port was found to have fluids leaking from it. The smartsite infusion tubing set was subsequently changed and replaced with a new set. No further issues noted. No patient harm occurred."